Manufacturer narrative:
This report is for two (2) unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal from ankle due to infected nonunion on (B)(6) 2019. Hardware removed was one (1) locking compression plate one -third tubular plate with collar 5 holes/ 57mm, one (1) locking compression plate one -third tubular plate with collar 8 holes/ 93mm, one (1) 2.7mm variable angle - locking compression plate, one (1) 2.4/2.7mm variable angle - locking compression plate t-fusion, one (1) 2.7/3.5mm variable angle - locking compression plate anterolateral, two (2) unknown 2.7 cortex screws, fifteen (15) unknown 2.7mm va locking screws, two (2) unknown 3.5mm locking screws and eleven (11) unknown 3.5mm cortex screws. The site was I&d and antibiotic cement was placed in bone void and then a maxframe was placed. There was no surgical delay. Procedure was completed successfully. Patient status is stable. Original implant date is reported as (B)(6) 2018. This report is for two (2) screws: cortex. This is report 9 of 9 for complaint (B)(4).